Event description:
It was reported that during a laprascopic sigma procedure, the device min and max did not function sometimes. They used a new device to complete the case. There was no further info available. No pt consequence.